Event description:
The customer stated that the architect analyzer is generating (B)(6) results on one patient. (B)(6). No additional patient information was provided. There was no reported impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18, that has a similar product distributed in the u.s., list number 1l82.

Manufacturer narrative:
Site of manufacture was incorrectly listed as: (B)(4), correct site of manufacture is: (B)(4).

Manufacturer narrative:
The customer observed potentially (B)(6) anti-hbs results with an unspecified architect anti-hbs reagent lot. These results were in contrast with four previous architect anti-hbs (B)(6) draws. In addition, the patient's specimen was architect (B)(6) indicating that it is unlikely the patient is in the convalescence period of (B)(6). The vaccination history of the patient was unavailable. Dilution linearity testing was performed by the customer and no discrepant results were generated, indicating the absence of a non-specific reaction. A review of complaints for the product shows normal activity for this type of issue. There is not enough information to reasonably suggest a malfunction took place as the potentially (B)(6) results are for a discrete sample where the performance claim is not 100%. A review of the architect anti-hbs reagent package insert and the architect operators manual contain adequate information for the described issue. Based on the evaluation it was determined that the architect anti-hbs reagent lot is performing acceptably and no deficiency was identified.